Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the rite (returned instrument test/evaluation) fluid volume accuracy verification testing failed the fill test. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Device powered up properly and no errors occurred. The door assembly was inspected and revealed an insufficient amount of copper mesh. Due to the insufficient amount of copper mesh being installed the unit could not deliver an accurate amount of fluid resulting in volumetric accuracy failure. The cause for the volumetric accuracy failure was determined to be an insufficient amount of copper mesh. Scrap door piston. Device was sent to servicing.

Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation, no patient involved.